Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
D4 corrected the primary UDI number, as it was incorrect in the initial report that was submitted. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. The physician attempted to reposition impella; however, the attempt was unsuccessful. The patient remained stable.